Event description:
It was reported, the siderail was not operating to specification due to a broken weld. It was further reported, a patient fell off the stretcher with no adverse consequences reported.

Manufacturer narrative:
The investigation into the reported condition is still open. Should additional information become available, a follow-up MDR will be filed.